Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Infection - vagina [vaginal infection]. Some of tampon still inside [foreign body in reproductive tract] . Tampon broken apart inside [device breakage] . Tampon broke apart inside - did best to remove it [complication of device removal]. Infection - vagina - tampon [medical device site infection] . Case narrative: consumer reported via email that the tampon broke apart while it was still inside her vagina. No serious injury was reported.